Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -08.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved. See (B)(4), MFR report # 2023826-2017-01937 for the exchanged lens.